Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The surgeon stated that the pt presented to the office 7 years after having a total wrist arthroplasty for rheumatoid arthritis. It had been 3 years since her last visit during which time she had been without complaints. About three months before the office visit she complained of a dull ache in the wrist. On physical examination there appeared to be some mild swelling at the site. X-rays revealed a broken stem of the distal carpal plate and two broken screws at the carpometacarpal junction. There was resorption of the bone only at the synovial insertion points. The implant was surgically removed.